Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the severely tortuous and mildly calcified mid left anterior descending (lad) artery. After a synergy¿ drug-eluting stent was implanted to treat the lesion, a 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post-dilatation. However, the device failed to cross the implanted synergy¿ stent and when pushed forcibly, the synergy¿ stent was deformed. The device was removed and post-dilatation was performed with a 3.0mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Describe event or problem, and device codes updated. (B)(4).

Event description:
It was further reported that the implanted synergy¿ stent was not damaged, contrary to what was previously reported.